Manufacturer narrative:
During inspection and testing, the foreign material found in the air/water nozzle was found to be a black rubber-like material. The foreign material was not visible outside the tip of the nozzle. This endoscope was recently repaired for the same phenomenon, same black rubber-like material. At that time, a major repair was performed, including the replacement of all channels, cylinders, and the nozzle. Service determined this issue was due to an external cause, and recommends that the customer check the tubing and o-ring of their cds machine. In addition, service confirmed the air/water flow was insufficient due to the clogged air/water nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported their cleaning, disinfection, and sterilization (cds) machine displayed an e128 error during the wash cycle when reprocessing the subject device, indicating there was an air/water flow issue. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation of the device (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed a black rubbery foreign material was caught in the nozzle, but could not specify the foreign material or the cause of the material caught in the nozzle. It is likely the material was a part of accessories related to the air/water channel (such as an air/water valve) which was broken, entered the channel, and caught in the nozzle. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "operation manual preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "operation manual inspection of accessories inspection of the air/water and suction valves: note: the air/water and suction valves are consumables. If the inspection of the air/water or suction valve reveals any irregularity, use new valves. Check for excessive scratching or tears in the air/water valve¿s seals. Reprocessing manual function and inspection of the accessories for reprocessing: injection tube (mh-946): inspection: confirm that all components of the injection tube are free from cracks, scratches, flaws, and debris. Aw channel cleaning adapter (mh-948): inspection: check for debris, cracks, scratches, and other damage." Olympus will continue to monitor field performance for this device.